Manufacturer narrative:
Additional information received that the on set date of infection was a month before surgery. The physician reported that the cause of the infection was because of the carelessness of disinfection by the patient. The patient outcome was reported to be well. System components pump. Model- 72400098. Lot sn- 798270006. Mfg date- (B)(6) 2012. Exp date- 10/29/2017 gtin- (B)(4). Balloon. Model- 72400024. Lot sn- 798275016. Mfg date- (B)(6) 2012. Exp date- 10/24/2017. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to an infection. A patient outcome was not reported.

Manufacturer narrative:
System components: pump: model- 72400098, lot sn- (B)(4), mfg date- 10/31/2012, exp date- 10/29/2017, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 11/12/2012, exp date- 10/24/2017, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to an infection. A patient outcome was not reported.